Manufacturer narrative:
E1 telephone number: (B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report #(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in portugal, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After insertion of the second system, team decided to move the system under fluoro guidance, much more stable and easy to move the system. During the procedure, a laceration of the ivc occurred, therefore a CT scan and blood transfusion was needed. The patient spend two days on ICU with advanced life support. After two days, patient is on ICU with no medication support and no transfusion needed. The perceived root cause of the event was scoliosis, femoral vein pathway very tortuous due to significant anatomical pathology.